Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station had orders interface issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an epic orders interface issue. A technical support specialist received confirmation from the customer that the system was back up and running, and permission was granted to close the case. The engineer verified that new messages were successfully crossing from the carefusion coordination engine (cce) to the es server and proceeded to close the case. Later, the customer requested further details and possible preventive solutions. The specialist responded, sharing findings from iest and advised that the case would remain open until the end of the day unless further updates were received. The customer also requested assistance in verifying resource needs due to the recent addition of multiple devices, including pyxis logistics. The engineer confirmed that the app server setup aligned with the deployment guide and shared the findings. With no further response from the customer, the engineer informed them of case closure and proceeded to close the case. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station had orders interface issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.